Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly.

Event description:
The customer reported water damage inside the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.